Manufacturer narrative:
This mattress has not been inspected yet due to the bed frame not being returned yet. A picture was sent via email of the location of where the actuator began to break away from the back bone of the bed frame, it was hi/lo head section. A new bed frame was shipped out to the customer on 11/01/2013. This problem has been assigned to CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Customer called and said that they had a weld break on a bed frame.